Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the sticky adhesive marks on the distal end cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned to the service center with a report of fractured forceps elevator. This does not indicate a MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, sticky adhesive marks on the distal end cover was found. There was no patient involvement.